Event description:
It was reported that the patient presented in-ER with vf and was externally defibrillated. Upon interrogation, possible output circuit damage and low impedance were observed. The patient also received a shock. Insulation anomaly suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.